Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 600 mg/dl. The customer indicated that she disagrees with the meter reading of 600 mg/dl and doesn't feel that her blood glucose level is that high. Troubleshooting advised customer to troubleshoot pump and meter or both.. Customer indicated that she would like to troubleshoot the meter and the call was transferred to bayer.